Event description:
Up until (B)(6) 2022 the user had good speech understanding (100% monosyllabic). The user then had an accident and hit the implant side on a door. In august 2022 the user reported not being able to hear any sound. Psychological intervention is considered. No further information has been received as of (B)(6)2023.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient had no benefit after an impact to the head that might have contributed to the observed footplate immobilisation. A revision surgery was performed to re-position the floating mass transducer from the incus to the round window. In situ testing after revision surgery showed a functioning device. Despite after revision air conduction and bone conduction could be intermittently measured, the recipient did not report any hearing impression. Further physiological checks are planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Up until (B)(6) 2022 the user had good speech understanding (100% monosyllabic). The user then had an accident and hit the implant side on a door. In (B)(6) 2022 the user reported not being able to hear any sound.